Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned the investigation is underway. Initial evice evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacture date: monitor: 09/12/2019; belt: 11/29/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2020 while wearing the lifevest. Review of the download data indicates the patient received nine inappropriate shocks on (B)(6) 2020 in response to CPR/motion artifact. It was reported that hospital staff performed resuscitation efforts on the patient. The patient received the first inappropriate treatment at 00:19:59 on (B)(6) 2020. The patient's rhythm at the time of treatment was asystole and the post-shock rhythm was obscured by CPR artifact. The second and third treatments occurred at 00:20:31 and 00:21:02. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR artifact for both shocks. The response buttons were pressed from 00:21:06 through 00:21:49. It is unclear who was pressing the response buttons. The patient received the fourth, fifth, and sixth treatments at 00:23:25, 00:23:59, and 00:25:36. The patient's rhythm at the time of each treatment was obscured by CPR artifact. The patient's post-shock rhythm was asystole with CPR artifact, obscured by CPR artifact, and asystole respectively for treatments four, five, and six. The patient received a seventh inappropriate treatment at 00:26:08. The rhythm at the time of treatment was asystole with CPR artifact and the post-shock rhythm was obscured by CPR artifact. The patient received the eighth treatment at 00:26:43. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR artifact. The patient received the ninth and final inappropriate treatment at 00:39:33. The patient's rhythm at the time of treatment was obscured by motion artifact and the post-shock rhythm was asystole with motion artifact. The patient passed away at 12:38 am on (B)(6) 2020.